Manufacturer narrative:
Advanced technical review (results): system log investigation: a review of the logs for the system sk3231 associated with this event has been performed by an intuitive surgical, inc. (Isi) advanced failure analysis (afa) engineer. The following additional information was provided: there were three procedures taken placed on (B)(6) 2023. Usms were not disabled in any of these procedure on (B)(6) 2023.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the customer encountered engagement issues universal surgical manipulator (usm) 4. Intuitive technical support engineer (tse) tried to view system logs, but system wasn't connected to onsite during the call. The surgeon is working around the issue and continuing with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically. It was unknown if the instruments engaged or not.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. The usm was analyzed and reported failure was confirmed. The unit was tested on an in-house system and triggered no errors; however, it wouldn't engage the sterile adapter. The unit was also tested on the test platform, and it passed all tests. Upon further investigation, there was no fluid intrusion or physical damage. The log points to an error 22020 on degree of freedom (dof) 6 and 8. As a fix, the top plate, dof 6/8 gearbox, and rotor will be replaced. .